Manufacturer narrative:
Additional information: information was received that the cause of the reported issue was due to use error and that the site declined service stating that the navigation system was fully functional.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
A site representative reported that, while in a c-3 to t3 posterior spinal fusion, the one screw on the left and six screws on the right were deviated from their initial position. It was suspected that the spine clamp used for reference moved, resulting in the imprecision. It was reported that the procedure was subsequently completed with medtronic navigation and imaging. There was no reported delay to the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
It was also reported that the amount of inaccuracy was approximately 5mm. The screws were replaced as well. If information is provided in the future, a supplemental report will be issued.